Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery alarm. The customer¿s blood glucose level was 440 mg/dl at the time of incident. The customer replace the set and mention the no delivery alarm was a past alarm and pump did not alarm no delivery with current set. The insulin pump is not being replaced and is not expected to return for analysis. Frn-model unknown ¿ reservoir. Unomedical-model unknown-infusion set.